Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. An event history log review was performed and identified the reported issue to be a check patient line alarm. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Full functional and electrical safety testing was performed, and the device passed. A short simulated therapy was successfully performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that an unknown alarm occurred on the homechoice device during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.